Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, checked for any damage to the foley catheter balloon. Since there was no problem, it was inserted, but after insertion, when tried to fill it with water, the water would not go in. When we removed it, the balloon was damaged.